Event description:
It was reported that (12) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd trocars have torn gaskets. There was no consequence to the pt. Only (3) of (12) will be returned.